Manufacturer narrative:
The suspect device, lot number nor the photos are not available for investigation. Therefore, root cause has not been determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that there is a leak test error on m1019541 vital signs¿ breathing circuit, adult, disposable, 1.5m/60in with elbow. An audible/visual alarm message "patient ckt leak"& "vt not achieved" was showing on the machine display during mechanical ventilation. This is a delivery issue and mechanical ventilation was affected. At this time, there is no information regarding remedial action taken by the healthcare facility.